Event description:
An endurant ii stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure after the grafts were implanted a type IV endoleak was identified. Unknown hemorrhage/bleeding was also reported. The cause of the endoleak was due to graft fabric porosity. The cause of the hemorrhage/bleeding is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: product ID: etlw1624c124e, s/n: unknown; use by date: unknown; upn # unknown, etlw1620c124e; s/n: unknown; use by date: unknown; upn # unknown, etlw1620c124e. If information is provided in the future, a supplemental report will be issued.